Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instruments in the left arm of console 2 were not aligning with the motion of the surgeon's hands and felt there was a delay and distance issue. The surgeon's head was inside the console the whole time. The issue was resolved by switching to the other console to finish the case. The field engineers came to look at it and could not recreate the same issue although the engineers still recalibrated the arm just to be safe.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon felt like the instruments in arm 4 reacted differently than on their other system. The surgeon received a different amount of instrument movement when using the master tool manipulator (mtm) compared to the other system. The technical support engineer (tse) asked if hand control scaling was different between the systems. The customer was not sure if this was the case but would like the system to be checked out. Tse was unable to access live logs to check for any errors on the mtms or on arm 4. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse ran test drive, reviewed logs and ensured settings were correct for scaling on the consoles. Also, calibrations were accurate, system verification form (svf) was completed, and no error was found in logs. The reported issue was unable to reproduced. The system was verified and ready to use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.